Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the nurse did not hear the alarms of the monitor. A pt death occurred.